Event description:
A user facility reports that the intraocular lens entered the eye so quickly that the capsule ruptured. The reporte believes the cartridge may have been broken. Following surgery, the pt develiped some corneal edema. However, the reported statest he event did not result in any permanent injury. The lens was safely placed in the bag and the reported indicates the pt was fine one day following surgery. Follow-up revealed that the viscoelastic used is not qualified for use with the complaint cartridge. The directions for use (dfu) have been reviewed with the reporting facility.